Event description:
A report received from (B)(6) stated an 840 ventilator experienced continuous alarm while being used on a pt. The pt was removed from the ventilator and placed on another ventilator. The pt was not harmed or injured as a result of the reported event.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb) and the backlight assembly. The device passed all tests according to manufacturer specifications. (B)(4).